Event description:
While evaluating the device, a physio-control failure analysis center representative observed that the unit had no power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device. The analog pcb assembly was removed and further examined. It was determined that the root cause of the reported failure was a cracked capacitor, designator c177. The customer received a replacement device.